Event description:
It was reported that the device exhibited oversensing of noise on the atrial lead. Bipolar lead impedance was 250 ohms and unipolar lead impedance was 234 ohms. A repeated measurement yielded <200 ohms lead impedance in both configurations. The noise appeared to be due to emi. The pulse generator was programmed to vvi mode and the patient will be monitored.